Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / pelvic pain'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and menorrhagia ('abnormal bleeding (menorrhagia)/ irregular, heavy disruptive periods') in an adult female patient who had essure (batch no. A57121) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity and cesarean section. Negative for intraepithelial malignancy. Urine pregnancy test: negative. Previously administered products included for an unreported indication: sulfonamide. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (ablation and robotic total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, dysmenorrhoea, dyspareunia and weight increased outcome was unknown and the menorrhagia had resolved. The reporter considered dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: the right tube had 3 coils in the endometrial cavity. The left tube had 5 coils in the endometrial cavity. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.7 kg/sqm. Hysterosalpingogram on (B)(6) 2013: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 29-jul-2019: reporter and patient demographics, medical history, historical drug, laboratory data were added. Updated suspect dug indication and added lot number. On (B)(6) 2013, she implanted essure. On (B)(6) 2018, she explanted essure. Previously reported event injury was replaced with abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, weight gain / loss specify which one: weight gain. Outcome of event menorrhagia was recovered. Incident. We received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.